Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation pcb assemblies and associated connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.